Event description:
Per the info provided to co by the hosp, the device was removed due to a "malfunctioning punp". As reported to co,the pump and assembly kit component(s) only were removed and replaced.

Manufacturer narrative:
According to available info this inflatable penile prosthesis was implanted on 3/3/93 and revised on 9/24/96 due to a "malfunction, pump," add'l, "tubing (was) broken at (the) pump," qa was unsuccessful in securing explanted prosthesis for eval. Without benefit of analyzing explant, qa is precluded from confirming any observations and precluded from commenting on condition of prosthesis. Should explanted device become available, or add'l info be received, qa will re-evaluate this complaint in accordance to procedures. Frequency and severity of reports of this nature are no more frequent or severe than what is stated in labeling or usual for service.